Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up noise was observed on ra lead and was reproducible by pocket manipulation. The lead was repaired and remained in the patient. Patient was recovering following procedure.